Manufacturer narrative:
"The event of lead migration was reported to abbott. The patient experienced ineffective therapy due to lead migration after a jiu-jitsu training. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
Reporter phone number: (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration after a jiu-jitsu training. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.